Manufacturer narrative:
The device alarmed motor error alarm during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime alarm due to motor error alarm. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address, serial number label and stained end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a compromised force sensor system and insulin was squirting out during the manual prime process. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump was not bumped or dropped. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.